Manufacturer narrative:
Device evaluation summary: the balloon folds were expanded. Deformation was evident to the distal tip. The device failed negative prep. Upon inflation, liquid was observed exiting the balloon material at the location of the proximal markerband. Upon visual inspection a burst site was observed on the balloon at the location of the proximal markerband. The balloon material appeared to be protruding outwards. There was no lead in damage evident to the burst site. The balloon failed to maintain pressure. It was not possible to perform inflation testing due to the condition of the balloon. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphoria rx ptca balloon catheter to treat a mildly calcified, moderately tortuous lesion exhibiting 90% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. It was reported that there were inflation difficulties. The patient was reported to be alive with no injury.